Event description:
Although the ave stent is not indicated for treatment of sephenous vein bypass graft lesions, the physician inserted a 3.5 mm diameter x 8 mm length ave micro stent ii into a tortuous right coronary artery bypass graft. It was not possible to advance the stent to the target lesion, therefore, the stent and stent delivery system were removed from the pt. The target lesion was pre-dilated again with a ptca balloon, and the coronary guidewire was exchanged for a different type of wire that would provide add'l support during advancement of the stent system. The same 3.5mm diameter x 9mm length ave micro stent ii was then reinserted into the right coronary artery bypass graft. During the second attempt to advance the stent system into the sephanous vein bypass graft, the guide catheter became unstable and did not provide adequate support for advancement of the stent delivery system, resulting in dislodgement of the stent delivery system. The stent then migrated to a distal area in the sephenous vein bypass graft. Subsequently, another MFR's stent system was inserted but was not able to cross the target lesion. Therefore, the stent and delivery system were removed from the pt. The target lesion was left untreated, and as a result, the pt went to surgery for coronary artery bypass graft surgery. There was no add'l clinical sequelae reported relative to the event.